Event description:
The manufacturer received information alleging a "service required" alarm and internal battery depleted condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.